Event description:
Customer reported that insulin pump alarmed after being exposed to moisture. The blood glucose reading was 133 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump passed unexpected restart error test. No unexpected restart, external ram crc error or clock monitor frequency error noted. Insulin pump had a corroded electronic assembly noted during visual inspection. Insulin pump had an intermittent button response noted during testing due to corroded keypad traces. Insulin pump received with cracked case on display window corners, minor scratches on lcd window, cracked reservoir tube, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker.